Event description:
According to the report of (B)(6) 2012, since (B)(6), 2012, the pt has not had any access to sound. All external components have been changed, despite this, the pt is still not having access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.